Manufacturer narrative:
Isi has not received the fenestrated bipolar forceps instrument involved with this complaint. Therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. A log review was performed for the fenestrated bipolar forceps instrument reported in this complaint (pn: 470205-17/ n101906100049) and the following was found: the instrument was last used on (B)(6) 2020. The instrument had 5 uses remaining and was not used for any subsequent procedures. No error would appear in the logs for this type of reported issue. No photo or video was provided by the site for review. As of 04/29/2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. Based on the information provided, this complaint is being reported due to the following conclusion: the instrument had damaged plastic and brown discoloration with no evidence or claim of user mishandling or misuse. The damage described is indicative of potential instrument arcing, although the user noted that no arcing was noticed. Although no patient harm occurred, if this malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during central processing, a technician noticed that unspecified plastic on the fenestrated bipolar forceps was defective. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clinical sales representative (csr) was informed by the initial reporter that the plastic part of the fenestrated bipolar forceps instrument was defective and had unspecified brown discoloration. It was also confirmed that no problems were identified intraoperatively, and there was no obvious arcing issue. The patient was operated on successfully without complications. The dirty instruments were then properly cleaned, and damage was found on this instrument after cleaning. The customer claimed that there was a high probability that a monopolar curved scissors instrument touched and damaged the fenestrated bipolar forceps instrument during coagulation. There was no report of patient harm due to this issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h2, h3, h6, h10. Corrected information can be found in the following section: a3. 61- intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The instrument was found to have thermal damage on the bipolar yaw pulley and contamination on the grips/cables. This failure is likely caused by the traversing of energy from a separate monopolar instrument in which its energy was activated and travelled to the base of the grips of the fenestrated bipolar forceps instrument. This failure is most commonly caused by mishandling/misuse. The instrument housing was removed and its electrical continuity was tested and had passed. The instrument was also tested on an in-house system and passed the recognition, intuitive motion, and energy delivery tests. Fa also found an additional failure that was not reported by the customer. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.025¿ - 0.369¿ in length and were not aligned with the tube axis. It was noted that this failure is most commonly caused by mishandling/misuse.